Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and log review revealed recurring error m 12 and m 11, m 18 and c 06. During testing, the erbe unit displayed error code u 02 at startup, after which the display became partially blank, leaving only the help screen and volume buttons accessible. Erbe log showed no error. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe message u-02 on screen. Tse had customer hard power cycle the system. But, error persisted. Tse then had customer power cycle the erbe. The erbe then powered on with error 25913 iesu error m-12. The procedure was converted to another dv system with no reported injury.